Event description:
I received a total joint all metal christensen in (B)(6) 2006 and the oral surgeon performed a revision to the left side of the joint on (B)(6) 2006. I am currently suffering from constant nausea. My taste buds are gone. I have extreme pain and swelling in the face and neck region. I feel a great deal of pressure in my eyes and have shooting, stabbing like pain around the jaw joint. There is a small pebble like cyst floating around on the left side of my jaw, however, the medical scans show nothing. My face is misaligned on left-side so it appears as if I have had a stroke. I have lost a lot of teeth and my bone has deteriorated in the mandible. My oral surgeon says my medical scans look fine so he is in the process of discharging me. So far I've been unable to find another doctor to treat me and help me with my joint issues.